Event description:
The manufacturer received information alleging a ventilator a ventilator service required code and the device failing testing. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturers' investigation is complete.